Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to verify iop read back error alarm or perform self-test, off no power test, unexpected restart. Error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. The insulin pump passed stop current and run current tests. The insulin pump had cracked case at the display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had readback error alarm and one more alarm. The customer's blood glucose was 322 mg/dl at the time of incident. The customer stated that they found leak in the reservoir compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.